Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient stated she was in a wreck on (B)(6) 2018. Patient had to go to a hospital, and since then she had stimulation issues. Patient stated her stimulator jumped up and down and moved all over her body, and it would go really high. It got yanked out about 3.5 inches and had to be replaced. Patient services (pss) asked if the leads moved, patient said yes. Patient had x-ray done between (B)(6) to (B)(6). Rep came in and said this was why you were not getting stimulation, it moved quite a bit. Patient mentioned because the way it was messed up in her back now, the rep had it set where she could hardly feel stim and if she turned it up, it was in the areas where it was very uncomfortable like stomach, ribs, upper back. Patient had it turned way down. It was noted motor vehicle accident was related to this issue.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-sep-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 17-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient stated she was in a bad car wreck on (B)(6) 2018 and has had a fall down her stairs since her wreck (date of fall unknown), she is reporting that her stimulation is no longer in the areas that she needs it. She also reported that it seems to be taking longer to charger her ins battery. Today ((B)(6) 2019) the patient had x-rays of her leads. The original placement of the leads was the top of t8, and it appears that they have migrated down to t11. The patient was also reprogrammed today to try to get the stimulation in the areas as she needed. A lead revision and possible battery replacement were discussed at her appointment today. The revision is planned, but not yet scheduled. The issue has not been resolved at this time. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the actions taken to address the patient's lead migration on (B)(6) 2019 include the patient having a follow up appointment with her provider where they discussed a possible lead revision, replacement of the battery, surgical paddle, and a pain pump. At this point the patient was referred to a doctor for a paddle lead consult (unsure of appointment time). The patient was also referred for a psychological evaluation for the pain pump. At this time, no surgery has been scheduled. The patient has a follow up appointment on 2019-jul-23, and the rep is going to follow up with the patient at that time. No further information was reported.